Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer is confirmed and was determined to be use related. The product returned for evaluation was a 5fr microintroducer. Use residue was observed on the distal end of the dilator. The distal end of the dilator was observed to be bent. An attempt to pass a non-complainant guidewire through the microintroducer was successful with some resistance. Microscopic inspection of the distal end of the dilator confirmed the bend. Material discoloration was observed surrounding the bend. The location of the bend in the dilator suggests the damage likely occurred during device handling or use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer when passing a powerpicc double lumen 5f catheter in the patient, the introducer came with a damaged tip making it impossible to introduce the guide wire, so it was necessary to request another powerpicc double lumen 5f catheter kit, thus enabling the passage to continue and successfully ending in msd, basilic vein. No other information was provided.

Event description:
It was reported by the customer when passing a powerpicc double lumen 5f catheter in the patient, the introducer came with a damaged tip making it impossible to introduce the guide wire, so it was necessary to request another powerpicc double lumen 5f catheter kit, thus enabling the passage to continue and successfully ending in msd, basilic vein. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation